Event description:
It was reported that the patient becomes sore in the throat due to cuff not being centered. Leakage through the mouth is experienced as well because of this issue after the cuff is filled with sterile water. Before inserting the cuff, the cuff is always leak tested. No adverse patient effects were reported.